Event description:
Hosp intensive care unit personnel responded to a pt described as in cardiac arrest. The device was connected to the pt, whose chest was described as hairy. According to the rptr, the device alarmed "connect electrodes" and would not charge. The pt's chest was shaved, the electrodes reapplied and the device subsequently operated properly. The pt was resuscitated.